Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 49/68/24/23 alarm, critical pump error (open book image) alarm or moisture damage noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had critical pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer was performed self test and it was passed. Troubleshooting was performed. The insulin pump will be returned for analysis.